Event description:
Customer reported that pump battery would not charge. There was no adverse impact to the customer¿s blood glucose level. Customer attempted various troubleshooting steps, including using a different wall adapter for charging, which resolved the issue. Technical support instructed the customer on storing and returning the faulty pump and confirmed a replacement of charging supplies, while advising the customer of warranty and proper usage protocols for charging equipment.